Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed for power error. Blood glucose reading was unknown at the time of the incident, although the customer indicated that they were high and treated with a manual injection. Troubleshooting was performed and the customer was advised to wait until the notification light stops blinking, remove the battery and insert a new battery. Customer was also advised to update the date and time and call back if this does not resolve the issue or if there are further issues. No further details given.